Manufacturer narrative:
Visual examination revealed that the lens was received cut in half and showed there was one distorted haptic. Our investigation and the info received from the surgeon suggests that this event was not caused by the lens. Prior to release to market the intraocular lens (iol) met all mfg specifications. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the lens was implanted on (B)(6), 2011 and explanted (B)(6), 2011. It was stated that the pt displayed irido-donesis, but there was nothing wrong with the lens. It was stated that the pt is doing fine.